Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a new replacement pump and needed assistance with inputting her settings. Reportedly, the customer did not have access to any of her settings. Tandem technical support (cts) advised for the customer to reach out to their health care provider to obtain settings information. It was confirmed that the customer was able to access her personal profile settings. During troubleshooting, cts verified that the customer was able to program her replacement pump settings and resume pump therapy. The customer experienced an elevated blood glucose (bg) level of 291 mg/dl. Reportedly, the cause of the impacted bg was due to not having her personal profile settings programmed into her pump prior to the call. The customer stated they will deliver a bolus via the pump to stabilize bg level.